Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received multiple battery alarms in a row. The customer's blood glucose level was 200 mg/dl. When the customer checked the contacts on the battery cap, they were found to be damaged. The product was not returned. Nothing further to report.